Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately four years post filter deployment, x-ray abdomen revealed ivc filter was tilted to the right. Subsequent, CT performed revealed a saddle pulmonary embolus. Approximately two years later, CT revealed a bilateral pe. Subsequently, a few days later venous doppler revealed the right common femoral vein and veins of the left lower extremity distally are non-compressible with thrombus and minimal flow. Approximately, one month later CT revealed the filter appears tilted by approximately 45 degrees. Thrombus was identified extending from the visualized portions of the external iliac veins, through the common iliac veins and involving the entire ivc up to the level of the filter. A small amount of thrombus appears to protrude just above the level of the filter into the perirenal/suprarenal ivc. Approximately, five years eleven months later, patient was scheduled for complex retrieval procedure. Multiple retrieval attempts using angiojet catheter, sheath and snaring techniques but were unsuccessful because it was unable to snare the hook of the filter. Eventually, the filter was retrieved entirely using 14 french sheath via femoral vein. Therefore, the investigation is confirmed for filter tilt, retrieval difficulties, occlusion of the ivc. However, the investigation is inconclusive for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the hook of the filter using snare and forceps but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2015),(B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and perforated; clogged filter with thrombus extending above and below filter requiring thrombolysis and angioplasty of multiple veins. The device was removed percutaneously. The patient reportedly experienced multiple pulmonary embolus , bilateral deep vein thrombosis and acute saddle pulmonary embolus; however, the current status of the patient is unknown.